Event description:
It was reported at implant the helix would not extend on the right atrial lead. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, the inner insulation was torn, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst also commented that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.